Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and verified damaged therapy connector. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted third-party service agent for preventive maintenance of their device. Upon initial evaluation, third-party service agent observed that device has a damaged therapy connector. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and verified cosmetic damage on the connector due to customer misuse but the connector passed functional test. The cause of the reported issue was isolated to the therapy connector, however further root cause could not be determined.

Event description:
The customer contacted third-party service agent for preventive maintenance of their device. Upon initial evaluation, third-party service agent observed that device has a damaged therapy connector. In this state, the device may not be able to provide defibrillation therapy, if it were needed.there were no reports of patient use associated with the reported event.